Event description:
Pt was revised due to loosening of the tibial and femoral components.

Manufacturer narrative:
Examination of the submitted components revealed evidence confirming loosening of the tibial component. No evidence of femoral component loosening was identified. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.